Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h4 (type of investigation, investigation findings, component code and investigation conclusions), h10. Additional information: event site postal code: (B)(6), contact person phone number: (B)(6). Getinge field service engineer (fse) found that the battery needs to be replaced. The battery (0146-00-0039) has been replaced. The instrument has tested normal and is ready for use. The battery needs to be replaced. The battery has been replaced. The instrument has tested normal and is ready for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6) hospital.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit's battery has no storage capacity and needs to be replaced. There was no patient involvement.